Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to a pinhole on the bending section cover, water tightness was lost. The adhesive on the bending section cover had a chip. Switch 1 had discoloration. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had pinholes in the bending section cover. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive around the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to stress from repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.